Event description:
It is reported the air delivery/drape support is blowing dust particles into the patient's face. No adverse events are reported.

Manufacturer narrative:
The air delivery/drape support attaches to an oxygen tank and provides air circulation to the face of a patient, if covered by a sheet while on an eye surgery stretcher. Or, it may act as a drape support mechanism. One of the air delivery/drape supports was returned to the manufacturer in 2009, and an investigation is underway.